Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drain plug, o-ring, and retainer were replaced. The unit was returned to service. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.